Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient's wearable was not getting readings at all while she was sleeping. The episode occurred the day the sensor was inserted in the arm. According to the report, the patient was hypoglycemic, unconscious, and had a seizure while her dexcom was not reading while she was asleep. The patient's spouse treated the patient by unspecified means. She declined to elaborate. The patient said that the husband did not call an ambulance or emt. According to the report, she removed the wearable after getting herself together because it was not reading and it did not work. She changed it to a new one that worked totally fine. There was no documentation of further medical evaluation or intervention for hypoglycemia with seizure. At the time of the report 4 days later, the patient's condition was ok and fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).